Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred. Customer reported an elevated blood glucose (bg) level above 250 (mg/dl). A manual injection was delivered to address bg levels. It was indicated that the customer had manual injections available for alternate insulin therapy.